Event description:
After successful introduction of the IV catheter into the patient's vein, the safety mechanism (metal catch) clicked into place on the needle tip and the needle was placed back into the plastic bag from which it was removed and set by the bedside along with other paper trash. After securing the IV in place and hooking the patient up to his IV bag with tubing, employee was picking up all of the trash from the bedside with gloved hands. The safety needle bent from being grabbed with hands and the safety mechanism disengaged or released and the needle protruded through the plastic bag, gloves, and punctured the palm of the hand.======================manufacturer response for safety IV catheter, introcan safety IV catheter winged (per site reporter).======================manufacturer has been contacted and pictures provided to the them about the device issue and follow-up telephone conservation. Manufacturer would like to have device sent for evaluation, but lsuhsc-s will retained at this time.